Manufacturer narrative:
No investigation could be carried out as neither the customer nor the product name, article number, batch number were given in the maude report. There was also no product available for examination. Due to the lack of detailed information on the incident, neither a causal investigation nor the implementation of measures is possible. It can also almost be doubted whether it was really a product of our company as all details about the product are missing.

Event description:
The cuff system of the tracheostomy tube tracoe silcosoft became leaking due to a leak of the filling line close to the neck flange.